Manufacturer narrative:
The argon plasma coagulator (apc)/electrosurgical unit (esu) system was returned and thoroughly evaluated. The findings were as follows: chronological log review the log on the day of the reported event was reviewed. There were several patient pad and time out errors. Once the errors were resolved, the equipment worked (activated) as intended. Apc/esu inspection and testing the apc/esu system was set-up with an fiapc probe. Upon activation, the delivered output was proper and consistent. An internal investigation of the apc did reveal a possible issue with unit being turned "on". Therefore, the apc 2 24 volt left supply socket was replaced to address the issue (note: the service work is not related to the patient incident, as the equipment powered "on" and "off" during the time of the event and days after the incident.). Then, a technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. Most likely there were many factors involved in the reported incident. Nevertheless upon the intervention work, the remaining wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the event. The account is being made aware of the findings. To further address the situation, additional in-service work was performed with the medical staff on (B)(6) 2016. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) system [part number (p/n) 10140-100, serial number (s/n) (B)(4)) was involved in a patient incident. The equipment was used in colonoscopy to treat arteriovenous malformations (avms). The apc/esu system settings were apc pulsed, effect 2, 20 watts, 0.8 liters per minute (lpm) flowrate. The system was used with a filter integrated argon plasma coagulation (fiapc) probe. The doctor felt that the apc was not firing correctly. After the procedure, the patient was sent to the operating room to address a perforation. No further information was provided on the patient's condition.